Event description:
It was reported that approximately 48 months after a left knee replacement procedure, the patient underwent a revision procedure to prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
D4: corrected d10: concomitant devices (B)(6) , 02-022-44-4012 - truliant tib imp psc insert sz 4, 12mm. (B)(6) , 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t. (B)(6) , 204-70-00 - tibial stem ext. Screw. (B)(6) , 02-020-11-0240 - truliant ps cem fem ps cem left sz 4. (B)(6) , 02-012-60-1425 - tru stem ext 14mm x 25mm. (B)(6) , 200-02-38 - three peg patella 38mm.